Event description:
Customer reportedly rec'd results of 255 mg/dl on advantage system 1 and 88 mg/dl on advantage system 2 within 10 minutes. The customer did not provide the location where the discrepant results were obtained, or how long they have been noticing the discrepant results. No action was taken based on device results. No adverse event reported. Controls were run on the vial of strips that produced the result of 255 mg/dl (lot # 549201), and controls were out of range. Controls were run on the vial of strips that produced the result of 88 mg/dl (lot #549562), and were in range. Requested return of suspect device and replacement was sent. The customer was able to provide with strip lot number produced which discrepant result: system 1 (255 mg/dl) - accu-chek advantage system: comfort curve test strip lot number 549201, expiration date 09/30/2007. System 2 (88 mg/dl) - accu-chek advantage system: comfort curve test strip lot number 549562, expiration date.

Manufacturer narrative:
The suspect product for this medwatch report is the comfort curve test strip used in system 1. Reference medwatch report, which was reported for suspect device comfort curve test strip lot number 549562, expiration date 03/31/2008, used in system 2.